Manufacturer narrative:
5076 lead, implanted (B)(6) 2012; 5076 lead, implanted (b))(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that possible combinations were tested and the showed no capture in the lv ring to can and lv ring to rv configuration. The lv output was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold the lead remains in use. No patient complications have been reported as a result of this event.